Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure (batch no. 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced injury ("injury to herself"), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removed). At the time of the report, the injury, pelvic pain, genital haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, injury and pelvic pain to be related to essure. The reporter commented: she received treatment for pain , bleeding diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: na. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event pelvic pain , genital bleeding , anxiety and depression was added. Lot no was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.